Event description:
The PICC line tore behind the hub/wing section resulting in the medication that was being administerd via the pump not reaching the pt, causing serious complications. It was reported that they do not use syringes smaller than 5 ml. And the catheter was secured with 2 steristrips over the insertion port on which they stick a tegaderm.